Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-06694. It was reported that the right atrial lead and right ventricular lead exhibited high capture threshold. It was noted that the patient was pacemaker dependent so the physician planned to replace the system. The right ventricular lead and right atrial lead were capped and replaced on (B)(6) 2020. The patient was stable post procedure.